Event description:
Patient injury occurred while raising foot section. The patient turned her body 90' to the right to place her feet into a whirlpool and put her left hand on the table beneath the seat section, as the foot section was raised, the patient's left small (pinky) finger was pinched between the left (foot section) weldment arm and the underside of the seat section. Patient was cut and consequently taken to the hospital via ambulance for medical treatment.

Manufacturer narrative:
Due to the age of the device and since it has not been produce for 19 years, an analysis of this incident was made by using the device installation manual as well as final assembly drawings. Midmark's analysis has determined that an unintended use resulted in an unanticipated pinch point. The intended use of the product is to position patients so that they are more easily accessible to the health care provider. The model 114 table was designed for the podiatry market and it was intended that the patient sit on the table with their legs and feet resting on the footrest so that they are positioned for examination. It would be difficult for a patient to access the area in which the injury occurred if they were sitting on the table in this position. The foot section must be approaching its highest point, in relation to the table, in order for it to create the reported pinching hazard. During the incident, the foot section of the table was raised while the patient was sitting with their legs to the side of the table. The model 114 table involved in the incident was last produced in 1990. There were all units built during the life of the product, and it is unclear as to how many of these units are still in use. This is the only incident of this type reported. Midmark believes that this was a rare event which is unlikely to recur.